Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified volume of blood. It was reported that after approximately half of the blood was delivered, the tubing separated from the clave y-site. The therapy was stopped and the physician was notified. The tubing set was removed from clinical use and the therapy was not resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.